Event description:
Complaint is reported as: the patient experienced a cardio pulmonary arrest. While using the resuscitator bag on the patient, the respiratory tech realized the face mask seal was deflating. The bag was put aside and another was put into its place and worked successfully. No patient injury reported.

Manufacturer narrative:
The investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.